Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 500 mg/dl. She was in a car accident on (B)(6) 2014 and her insulin pump was not working properly since then. The customer went back to the hospital on (B)(6) 2015 due to a high blood glucose level. She went back to the hospital a third and fourth time due to high blood glucose levels. The customer stopped wearing her insulin pump after the second hospitalization. She had her gallbladder removed. In the alarm history a displayable history check failed on startup alarm, battery out limit, off no power, no delivery, low reservoir, low battery, and motor error alarms were found. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The low reservoir alarm feature working properly. No unexpected low battery alarms, battery out limit alarm or off no power without low battery alarms anomaly noted. The insulin pump alarmed low battery properly and several alarms were found at the alarm history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. The drive support disk was found slightly loose.